Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure when the box of the taxus liberte' 2.75x24mm drug eluting stent was opened, the physician noticed that the "inferior sealing was found". There was no patient involvement.

Manufacturer narrative:
The packaging was not received with the device. Device analysis could not confirm the damage. Visual examination of the returned unit found no issues with the device. No kinks or damage were noticed along the shaft of the device. Attempts to insert the recommended size guidewire (0.014 inch) was unsuccessful due to solidified blood present within the entire length of the inflation lumen which indicates the unit was used in vivo. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. The manufacturing records have been reviewed and no issues or discrepancies were found. The root cause for this event is unknown